Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device experienced an "e2 and e5 error on [the] console". The device was not being used during surgery. It is unk if there was patient/user injury or medical intervention. There was no add'l info provided.